Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb syringe needle and body slipped. The following information was provided by the initial reporter: occurred in pediatrics, the syringe needle and the syringe body slipped, resulting in the failure to inject, the sample can be returned, there is no photo, a green claim is required, and a quality investigation report is required.

Manufacturer narrative:
H.6. Investigation: one loose disassembled 1ml s/t syringe, a 25g safetyglide needle, and an opened blister package were received. The samples were visually evaluated. The package was confirmed to be from batch #0325431 (p/n 305903). The needle arrived with its safety shield already activated. No damage, molding deformities, or other defects were found in the needle. No defects were observed with the syringe. All components were assembled together with no defects observed. No defects were identified in the samples received. Therefore, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml s/t w/ndl sftygld 25x5/8 rb syringe needle and body slipped. The following information was provided by the initial reporter: occurred in pediatrics, the syringe needle and the syringe body slipped, resulting in the failure to inject, the sample can be returned, there is no photo, a green claim is required, and a quality investigation report is required.